Event description:
A pk papyrus covered stent system was selected for treatment. Several attempts to cross the lesion were made but the pk papyrus could not cross. Upon removal and examination the pk papyrus stent was noticed to be shifted towards to the tip of the catheter and may have been slightly deformed. This was originally reported on MDR-1028232-2021-00873, but the lot number was incorrect. We have closed that report and are opening this in its place.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is displaced on the balloon by about 4 mm in distal direction and deformed at both ends. The balloon is well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.